Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the screw head sheered off during screwing into the cup. It was not reported if the screw shaft was removed from the patient or left implanted. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The reported event cannot be confirmed as the medical records were not provided and the device was discarded. Review of the device history record identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is made available at this time.